Event description:
Patient with medical history of type ii truncus arteriosis, ventricular septal defect (vsd), and patent forament ovale (pfo) underwent a right ventricular out flow tract procedure using a 10mm homograft with a proximal extension of ptfe, and vsd and pfo repair on 02/17/95. On 04/08/97, the homograft was explanted due to calcification, regurgitation, and stenosis. The patient received a 21mm pulmonary homograft replacement.